Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using an indigo system catrx aspiration catheter (catrx). During the procedure, while making the second pass, the catrx shaft fractured. Therefore, the catrx was removed. The procedure was completed without using a new catrx. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra distributor on 20 may 24: 1. Section b. Box 5. Describe event or problem 2. Section e. Box 1. Initial reporter name and address.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using an indigo system catrx aspiration catheter (catrx). During the procedure, while making the second pass, the catrx shaft fractured. Therefore, the catrx was removed. The procedure was completed without using a new non-penumbra catheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx). During the procedure, while making the second pass, the catrx shaft fractured. Therefore, the catrx was removed. The procedure was completed without using a new non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up MFR report# 2: section b. Box 5. Describe event or problem. Evaluation of the returned catrx confirmed that the catheter was fractured. If the catrx is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, this damage likely occurred during advancement, while making the second pass. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.